Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon interrogation, the right ventricular lead exhibited impedance anomaly. During a device change out procedure, the lead was capped and replaced. The patient was in stable condition and was discharged the next day.